Event description:
The lucas device did not function at all when the patient went into cardiac arrest as the crew loaded the patient in the emergency helicopter. Despite having a fully charged battery, the lucas would not function when plugged in. Manual cardiopulmonary resuscitation was performed effectively in the interim. The patient was brought back into the hospital prior to take-off for cardiac arrest care. The hospital's ambulance service loaned their lucas to the helicopter crew for transport. The lucas device was brought to the biomedical engineering department for investigation into equipment failure. Biomed follow up: problem - failure to power up despite fully charged battery. Corrective action: confirmed reported problem that the device will not power on despite having charged batteries. Tested both supplied batteries on a known working lucas device and the defective unit did not power on. Observed a deep scratch in the control panel extending from the bottom center, grazing the pause button and cutting across the alarm indicator led. When batteries are inserted, the battery charge indicator led does light (recognizing the inserted battery). Requested further investigation and repair from physio control. Physio control removed and installed components (lucas 2 - hood with user panel and axle - angle shaft). Performed performance inspection procedure. Device returned to service.